Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Metallosis owing to lcs duofix femur issue.

Manufacturer narrative:
J j (B)(4) reports: there was no film with product. Complaint to be raised with edo for investigation. (B)(4). Examination of the returned product confirmed the reported event. There was no film on the product. Pictures show no shrink wrap on the product after the (B)(4) IFU has been added. Product received in edo, and transferred it to qa dept. The appropriate person is to brief the operator so that we can avoid recurrence in the future. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.